Manufacturer narrative:
Manufacturer's investigation conclusion. Incidental findings: missing backup battery case. The reported event of backup battery alarms was confirmed via log file analysis. The reported event of atypical low voltage alarms was unable to be confirmed. A review of the log files, extracted from (B)(6) , contained data spanning approximately 12 days (22may23 ¿ 2jun23 per timestamp). Starting (B)(6) 2023 at 8:08:07, backup battery fault alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarms did not resolve before the driveline was disconnected on (B)(6) 2023 at 9:34:17, consistent with the reported controller exchange. Of note, all of the low voltage alarms observed in the log file were consistent with routine battery depletion. No other notable alarms were active in the log file. The heartmate 3 system controller (s/n: (B)(6) ) was returned for analysis. The system controller underwent functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system as intended for extended operation. No atypical alarms were reproduced. Per the provided information, the backup battery alarms resolved after the exchange. It was stated that there were no spare backup batteries available to troubleshoot with. Additionally, it was reported that the patient experienced an average of 2-4 low voltage alarms per week, including an alarm on (B)(6) 2023, days after the exchange. A root cause for the reported events was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect, low voltage, and backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C, section 2 - "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 - ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery alarm on (B)(6) 2023. The patient's healthcare opted to perform a controller exchange. The patient's old controller was exchanged due to a backup battery fault alarm. The patient has a history of low voltage alarms (see cs-172318) as well as low voltage alarms on (B)(6) 2023, which resolved after the controller exchange.

Manufacturer narrative:
Related MFR # 2916596-2022-15073: low voltage history. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.